Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the 'heart button' was lit in red when the device is plugged in.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis synthesis: upon reception, the returned home monitor was tested and the reported issue was confirmed, since there was the pit button in red and three green status lights. Analysis of the expertise file revealed that the issue was related to a hardware issue, caused by flash memory corruption. This case is retained and utilized for trending purposes.

Event description:
Reportedly, the 'heart button' was lit in red when the device is plugged in.